Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up will sent to the FDA.

Event description:
Philips received a report on an injury to a patient. The patient allegedly sustained an injury during a scan with the sense head 8ch coil on an achieva 1.5t. The exact extent of the injury is unknown.

Manufacturer narrative:
The customer did not allow philips to investigate. This complaint was reviewed. The used head neck coil was provided by a 3rd party service company. The provided pictures of the coil showed signs of wear and locally applied corrections. Based on the limited information no definite cause for the injury could be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This complaint was reviewed. The used head neck coil was provided by a 3rd party service company. The provided pictures of the coil showed signs of wear and locally applied corrections. Based on the limited information no definite cause for the injury could be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3. Not evaluated reason: the customer did not allow philips to investigate.